Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm additional information was received that the patient¿s implant site was painful. It was noted that the infection was due to reaction with either the tape or derma-bond that was used. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an allergic reaction after her implant. It was noted that the patient had infection at the ipg site. Symptom was scabbing. It was also noted that the patient had telemetry difficulty. The patient underwent a revision procedure wherein her ipg was explanted.

Manufacturer narrative:
Additional information was received that the patient¿s implant site was red. It was noted that the infection was due to reaction with the adhesive.

Event description:
A report was received that the patient had an allergic reaction after her implant. It was noted that the patient had infection at the ipg site. Symptom was scabbing. It was also noted that the patient had telemetry difficulty. The patient underwent a revision procedure wherein her ipg was explanted.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an allergic reaction after her implant. It was noted that the patient had infection at the ipg site. Symptom was scabbing. It was also noted that the patient had telemetry difficulty. The patient underwent a revision procedure wherein her ipg was explanted.